Event description:
The customer reported that while in use on a pt, the monitor keypad and the recorder keypad worked intermittently. The pt was switched to another unit and therapy was continued. No pt injury was reported.